Event description:
Pt enrolled into the trial. Minor ischemic stroke reported. Pt was in pacu post procedure and developed aphasia. The pt recovered without sequelae. Please reference MDR 2183870-2009-00181 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the MFR of the change in re-classification.